Manufacturer narrative:
At this time this product has not been returned. If this product is returned and analysis is performed, this report will be updated upon completion of analysis.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This device was explanted. No additional adverse patient effects were reported.